Manufacturer narrative:
The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe broke down at 15 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard. Then a probe of a device is cracked and broken when the probe is received a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted.therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during a procedure, the probe of this device broke and fell off into the patient's body.the fragment of the probe was retrieved from the patient's body, and the procedure was completed with another device.there was no patient injury reported.